Event description:
It was reported that "years ago,¿ the healthcare provider (hcp) had an instance of being able to aspirate the reservoir, but was unable to fill it fully. No patient symptoms, interventions, or outcome were provided. The drug being infused by the pump was also not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).